Event description:
It was reported that about 67 months after the implantation this lead was explanted due to oversensing and aborted shocks. No adverse patient side effects were reported. The lead is under analysis at the moment, but the explant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple calcified appearing tissue residuals along the distal lead fragment. Furthermore the insulation was found rubbed through at the distal lead fragment. This damage can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics of the findings it is reasonable to assume that the ingrowth had impact on the manoeuvrability of the lead which led to excessive mechanical stress. Diagnostic images clarifying this assumption were not available. Further damages, such as the stretched inner coil and the coiled conductor cable to the ring electrode, most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.